Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The ICD was reprogrammed to resolve the issue. The patient was stable and will continue to be monitored.